Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, there was no moisture observed behind display lens or battery compartment. Leak test found pump to be leaking from crack in the battery compartment. Opened pump case and moisture damage observed to internals. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged there was moisture in the pump behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.